Manufacturer narrative:
The UDI is unknown because the part number and lot number were not provided. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported stent break. The reported patient effect of hypertension is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The reported patient effects of pain, hypertension, tachycardia, dyspnea and additional therapy/non-surgical treatment appear to be related to operational context. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Implant date has been estimated. Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Four unspecified abbott stents were implanted on (B)(6) 2010, one in the right coronary artery (rca), two in the first diagonal branch, and the fourth in the third obtuse marginal branch. The patient started feeling symptomatic (high blood pressure, tachycardia, pain (not chest pain) and shortness of breath) some time before (B)(6) 2019 due to the rca stent. On (B)(6) 2019 the patient had two metal stents implanted for treatment for the unspecified abbott stent in the rca as it was noted that the stent collapsed [fractured]. Final patient outcome is unknown. No additional information was provided.